Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the surgeon was unable to insert the extension into 0-7 port on the implantable stimulator (ins) connector block. It was noted that the port may have metal in it. A different ins was implanted without difficulty. The pt experienced no symptoms. The pt recovered without sequela. The ins was going to be returned for analysis, as of the date of this report, the ins had not been received.